Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, low impedance measurements, p-wave amplitude variation and an insulation breach. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.